Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: has the device been disposed of? Yes. Or will the device be returned? No. You stated that the resolution to the event was "multiple clips fired". Can you clarify if it was the same device that was used to fire those clips. Same device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing on cystic duct and cystic artery. Clips scissoring. Multiple clips were fired. It is unknown how the case was completed. There were no patient consequences reported.